Manufacturer narrative:
Customer's meter has been returned to the lab and an investigation has determined the complaint is not confirmed. Meter serial# (B)(4) was returned and meter powered on with button and with insertion of strips. Meter turns off after strips were inserted was not observed. In addition, by reviewing the results in the meter's hyperterminal, the reading of 24 mg/dl was not found in the meter's data memory log.

Event description:
Customer reported his freestyle freedom meter turned on with test strip insertion then shut off and customer subsequently receiving a reading of 24 mg/dl from an unknown source and customer "went into a coma". Customer stated that he lost consciousness during the course of the event. Paramedics were called and they treated customer with "sugar water". Adc customer services made multiple attempts to contact customer for clarification but without any success. There was no report of diagnosis, death or permanent impairment associated with this event.